Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side rupture. Healthcare professional later reported left side expanding capsular contracture, baker grade not specified, and "expanding old hematoma". Device has been explanted.

Event description:
Healthcare professional reported left side rupture. Healthcare professional later reported left side "expanding capsular contracture," baker grade not specified, and "expanding old hematoma". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: underweight, red particles in the gel and broken shell. A visual and microscopic analysis was performed which identified: crease sharp broken and opening on radius, stress marks and crease fold. Base on the device analysis the final assessment is: broken and opening patterns crease sharp on radius assessed as fold flaw opening.